Event description:
It was reported by (B)(6) that "after approx 3.5 hrs of use at continuous rates and occasional boluses and after infusion of 12 units of ffp and 7 units of prbc, the belmont displayed the overheat alarm. The unit was attached to a dedicated cordis, no injections or additional medications or fluids were added to the 500 ml normal saline prime. The unit was removed and replaced. (B)(4): after replacing the belmont described above with the loaner, the overheat alarm occurred after approx 1 hr of use. The rate was at 20 ml/hr through a dedicated cordis line, prime was 500 ml of ns. The unit was removed from the pt."

Manufacturer narrative:
The implicated belmont rapid infusion and the disposable set were not returned for eval. We have tested the rapid infusers, from this hosp, several times and found no problems. The system had shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches 42 deg c, and the system stops pumping and heating and closes off the line to the pt. The volume of tubing between the temperature sensor and the pt is 45 ml so that none of the over temperature fluid could have reached the pt. We believe that clot formation inside the heat exchanger blocking flow was the most likely cause of the system/heat exchanger overheating rather than a system malfunction. Our director, mgr, and clinical specialist met with the anesthesiologist at this hosp after we received the reports. We are diligently working with this hosp trying to find the root cause. Our clinical specialist and the engineering project mgr spent several days, observing various operations, attempting to find the root cause. At this time, we are unable to find any problems with our system. In this incident, there were (2) occurrences in the same procedure using (2) different devices. We believe the root cause was not our system but was in the infusates. We have more than (B)(4) devices in clinical use at nearly all major medical ctrs in the us, and around the world, including (B)(4) liver transplant ctrs in the us. In 2010, we shipped sets for (B)(4) procedures. The complaint listed above is non-existent.